Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
This is the first three events for the same pt. It was reported that the patient underwent a two-level acdf at c3-5 to address metastatic lesion to the c4 vertebral body using bmp/pyramesh corpectomy device supplemented with fixation. On pod 1, the patient developed cervical soft tissue swelling, and was intubated.